Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenotic lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician advanced the 3.0x20mm taxus liberte stent to the lesion, but was unable to cross. Upon removal of the stent delivery system it was noted that the distal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient's father/reporter contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ping meter is giving inaccurate erratic reading of "83, 60, 20, hi (above 600 mg/dl), and over 400 mg/dl." The patient's diabetes is not managed with any medication. Reportedly on (B)(6), 2010 at 10:30 pm, the patient had symptoms described as "hot, headache, and fussy." The product issue began 10:30 pm when the patient tested at "83, 60, and 20 mg/dl" on the subject meter. Based on the reported meter readings, the patient was treated with carbohydrate. Sometime later that day, the patient's blood glucose read "hi (above 600 mg/dl)." Allegedly, the patient's blood glucose was once again elevated above "400 mg/dl." The patient was not tested on any other device on the time of concern. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Based on statistical methodology, the calculated difference of these glucose results of "83, 60, and 20 mg/dl" exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported as a malfunction due to the alleged inaccurate issue. The patient's treatment suggestive for hypoglycemia correlated with the lfs meter readings. In addition, the patient's symptoms preceded the alleged inaccuracy. Hence, there is no evidence that the patient suffered a serious injury due to the product issue.